Event description:
It was reported to the manufacturer by the end user, per the end user, "nurse was turning her and when she put her right leg over her left leg she kept going and rolled out of bed". The patient did not sustain any injuries. (B)(4) and (B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. As of this writing, the mattress and control unit have not been returned.